Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section g2 was corrected to align with the information in the initial report. Additional information about the event was requested, but not received. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The manufacturing date was also unable to be determined. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the visualization issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 3d visualization unit was not working properly, no image. There were no reports of patient harm.

Manufacturer narrative:
The product is not expected to be returned to olympus at this time. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. H3 other text : the product is not expected to be returned to olympus at this time.